Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 125 to 210 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 293 mg/dl and 339 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 125 to 210 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 293 mg/dl and 339 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:150mg/dl (B)(6) 2015 07:56am. 2:104mg/dl (B)(6) 2015 08:16pm . 3:94mg/dl (B)(6) 2015 08:15pm . 4:275mg/dl (B)(6) 2015 08:14pm. 5:324mg/dl (B)(6) 2015 08:11pm . Adverse event not reported.